Manufacturer narrative:
A2: unk. A4: unk. A5: unk. A6: unk. D4: expiration date unk. D6b: unk. H4: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a toric 12.6mm icl implantable collamer lens, -05.50/+1.5/088 (sphere/cylinder/axis) into the patient`s left eye (os) on (B)(6) 2024. The lens was reported as having rotated and the patient complained of blurry vision. The lens remained implanted. Additional information has been requested but none has been forthcoming.